Manufacturer narrative:
Z-2718-2020 for iui connection issues. Z-2939-2020 for keypad issues. Z-0950-2017 for ail sensor issues. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device had replaced damaged bottom rear case, broken bezel harness wire, broken ail sensor right side, corroded right, left iui, door assembly with keypad and keypad recall completed. Affected for recall dim segment replaced u4 on display board. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. Based on the findings, service determined that the probable root cause of the reported issue was due to the wear of shielded rear case assembly. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 07jan2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has an unknown issue. It needs repairs and/or service. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device has an unknown issue. It needs repairs and/or service. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device had replaced damaged bottom rear case, broken bezel harness wire, broken ail sensor right side, corroded right, left iui, door assy with keypad and keypad recall completed. Affected for recall dim segment replaced u4 on display board. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 07jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to the wear of shielded rear case assembly. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has an unknown issue. It needs repairs and/or service. No additional information was provided. There was no patient involvement.